Event description:
It was reported that the patient had an ambicor penile prosthesis. The pump and the cylinders were explanted and replaced due to the device would no longer inflate/deflate properly. A fluid leak was suspected from the device.